Event description:
On 02/05/06 I had pain in my right eye and it was very red. Upon taking my contact lenses out -acuvue brand- I noticed a small white plaque on my iris. The next day I went to my optometrist and after examination, I was diagnosed with a corneal ulcer, small but slightly deep. I was prescribed vigamox which I took for two weeks straight. Was informed if I didn't take care of it, I could potentially lose my vision. On 02/05/06 was when I stopped using renu moisture loc cleansing solution. Event abated after use stopped.